Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 2ml of juvéderm® volux¿ in mandibles and marionette lines. Eleven days later, patient experienced "fluctuating induration", "inflammatory nodule and fever" appeared on marionette lines¿. Patient was treated with zeclar 500(2 times a day for 10 days), lacteal(3 times a day), solupred 50mg(1 per day), inexium 40mg(1 per day), and ciflox 500(1 per day for 10 days). Symptoms are ongoing.